Event description:
It was reported that the pt is experiencing discomfort at the implant site followed by sound quality issues. External equipment was exchanged and programming adjustments were made; however this did not resolve the issue. Revision surgery will be scheduled.